Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection on the returned insert shows very minor damage to the lock detail, which was probably from attempting to lock into the baseplate. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use document for this failure mode was conducted and concluded this failure mode has been identified. Our clinical/medical team noted: without the clinical information, a thorough medical investigation cannot be rendered. Based on the information provided, during the procedure the legion xlpe ps insert size 3-4 15mm wouldn¿t lock into tibia. As a result, the surgeon completed the procedure with a constrained insert, without a delay or patient injury. Therefore, no further clinical/medical assessment is warranted at this time. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during procedure, legion xlpe ps insert size 3-4 15mm did not lock into tibia. Procedure continued with a constrained insert, without a delay or and injury.